Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360 driver intl eng where it was reported that the pump was infusing incorrectly. This was a blood infusion, so a datix was raised and needs to be fully investigated. The status of the product at time of event was during blood infusion. It was expected to last 3 hours but was complete after 1 hour. The clinician was not sure what rate was set, so the logs needed to be downloaded for the aug 22, to check the settings. The pump was in clinical use at the time of the event. There was patient involvement. No medical intervention and no delay in critical therapy. There was no physical force impact to the pump.

Manufacturer narrative:
Investigation summary: the complaint of "infusing incorrectly" was investigated. The logs were downloaded and sent to r&d engineering for review. The log review found the following: "engineering couldn¿t confirm the customer complaint and concludes that the nurse programmed the infusion in line a for 323 ml at 3hr duration and again 282 ml with 30 minutes duration. Both the infusions got stopped by proximal occlusion alarm before completion and delivered as expected within delivery accuracy tolerance.engineering confirms that the device was working as expected and did not over deliver". The pump then passed functional testing (pumping with no alarms). The customer complaint of "infusing incorrectly" was not confirmed as it was not replicated during log review or device testing.